Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula to be damaged (broken). Failure analysis found missing broken part. One remaining sensor performed bicarbonate buffer test and sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call that the sensor was giving false low readings. The customer reported the sensor read 54 mg/dl and then later increased to 110 mg/dl. The customer reported the sensor tip was bent upon removal from their body. Troubleshooting also advised the customer of the proper techniques to avoid inaccurate readings. The customer's blood glucose was 175 mg/dl at the time of the call. The customer agreed to return the sensor for analysis.